Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that dr. Indicated nerve injury. Compression of the inferior nerve, pain, paresthesia.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and cover screw were returned for investigation. There were no allegations against the cover screw and the reported event occurred at implant level. Therefore, this investigation addressed only the implant and the reported event. Functional testing could not be performed for the reported failure (nerve injury). The device was determined to be within specifications. No pre-existing condition were noted on the per. The device was intended for an unknown tooth location. X-ray and picture images were not provided. Appropriate documentation was reviewed. Documents reviewed: DHR review for the lot (1221689) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1221689) for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical conditions were nonverifiable and unknown. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.